Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl failed to shock once during an event. There is no indication of negative patient involvement. A second defib was used to deliver the shock